Event description:
Reference number (B)(4). Event occurred in the united states. On 20-april-2024, it was reported by the patient that four infusions set fell off dur to which hyperglycemia occurs during use within 24 hours of use. High blood glucose level was 300 mg/dl. Event was occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final (B)(4)- device 3 of 4.